Manufacturer narrative:
The pump had a radio frequency programmable integrated circuit failed self test alarm during the self test due to a faulty y1 on the radio frequency board. The pump had a minor scratched display window, cracked battery tube threads, and a cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's spouse reported via phone call that her husband had a radio frequency programmable integrated circuit failed self test on the insulin pump. Customer's blood glucose was 195 mg/dl at the time of the incident. Customer received the alarm multiple times. Customer stated that the alarm did not occur during the rewind/prime sequence. Customer was advised to program a normal bolus into the air. The bolus amount was recorded in the bolus history. Customer stated that a temp basal was not programmed before the alarm occurred. Customer was advised that the pump will need to be replaced.